Event description:
Pt status post orif of the femur, condylar plate and screw implantation, on (B)(6) 2010, returned approx eighteen months post op complaining of pain. Clinical exam revealed a non-union of the fracture and broken plate. The pt was returned to operating room on (B)(6) 2012, hardware was removed, pt revised to a curved broad plate and screws. Surgeon noted pt history indicated in 2010 a plating procedure was performed when pt was (B)(6), and a stress riser from that procedure may have contributed to the fracture. The original plate from that procedure remains intact. This is 1 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.